Event description:
The customer reported that the vertical drive was inoperative.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the column power supply and tested operation. This new supply would generally work on second attempt to move column. He explained to customer that the supply has a delay built in to newer ones to prevent damage to them. The customer was satisfied with explanation and is willing to use system as it. The system is operating as intended.